Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not start up, it was stuck at 00:00. Case was opened as technical support for distributor installed system. No work was done by philips. Upon troubleshooting, the distributor performed a functional analysis of the system onsite and found the equipment does not start and had multiple errors in the logfile and found the root caused to be a damage in ghost pc. To resolve the issue, distributor, replaced ghost pc and re-installed the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.